Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in air/water channel and auxiliary water channels. Based on the results of the investigation, and since the melted cover was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the scope looks like the rubber covering got melted. The melted covering was found during reprocessing. There were no reports of patient involvement.